Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and vomiting and sweating with blood glucose of 400 mg/dl and the current blood glucose was 166 mg/dl. The customer was treated with intravenous and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.